Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving compounded baclofen (2000 mcg/ml at 756 mcg/day) via an implanted pump. The patient¿s medical history included being a paraplegic. The indication for pump use was post spinal cord injury and intractable spasticity. It was reported that beginning on (B)(6)2018 the patient had little efficacy/no relief of spasticity. Increases in doses did not improve the spasticity and there were volume discrepancies when the pump was refilled. They could not aspirate the catheter (date not reported). On (B)(6) 2018, the patient was taken to surgery and a new catheter was placed. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient was a paraplegic. The issue was resolved at the time of the report. The patient status was reported as ¿alive ¿ injury¿. No further complications were reported/anticipated.